Event description:
Reporter indicated the mania did happen with vns stimulation and was strength-dependent. The patient has mental retardation and significant prior psychological trauma.

Event description:
Reporter indicated that a patient's mania worsens at higher stimulation settings. The patient has had mood disorders and depression prior to ever having vns implanted. The patient's vns is currently disabled as it was causing painful stimulation in the neck. The vns was disabled on (B)(6) 2013. Attempts for additional information are in progress.

Event description:
All attempts to the reporter for additional information about the mania event have been unsuccessful to date.